Event description:
It was reported initially that the restenosis was found in the proximal rca. Corrected information received indicated the restenosis was in the distal rca. It was further reported that the reintervention at the distal rca was due to restenosis without ischemic symptoms. The lesion was 3.5x15mm and was treated with balloon angioplasty and placement of taxus express2 stent. The event was reported to be resolved.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg documentation could not be performed as the batch # is unk. The most probable root cause of this event is anticipated procedural complication as the device related to root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.

Manufacturer narrative:
(B) (4)

Event description:
Same case as MFR report#: 2134265-2009-01446, -01447. Taxus express2 post market surveillance study. It was reported that 272 days following a coronary artery drug eluting stenting treatment procedure, the restenosis of the target vessel occurred. The index procedure treated three lesions of the proximal, mid and distal rca (right coronary artery). The proximal rca was de novo, 90% stenosed, 3.5x24.0mm. The mid rca was de novo, 90% stenosed, 3.5x32.0mm. The distal rca was de novo, 90% stenosed, 3.0x20.0mm. The proximal rca was treated with direct stenting using a 3.5x24mm taxus express2 stent at 12 atm and post dilation with two balloons at 18 atm resulting in 0% residual stenosis and timi 3 flow. The mid rca was treated with direct stenting using a 3.5x32mm taxus express2 stent at 18atm and post dilation with two balloons at 18atm resulting in 0% residual stenosis and timi 3 flow. The distal rca was treated with direct stenting using a 3.0x20mm taxus express2 stent at 9atm and post dilation at 18atm resulting in 0% residual stenosis and timi 3 flow. The pt was discharged four days post procedure on bayaspirin and plavix. No problems were found on follow ups at one, six, and nine months. The pt returned 272 days post procedure due to 90% stenosis of the proximal rca. Balloon angioplasty was performed resulting in 0% residual stenosis. The pt was discharged one day post procedure continuing on bayaspirin and plavix.